Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from date of manufacture 7/25/2018 to the present date 11/3/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the keypad was not working. No patient involvement was reported.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the keypad was not working. No patient involvement was reported.